Manufacturer narrative:
On 12-nov-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient underwent explantation of the breast implant. The product was returned to mentor. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-oct-2021, mentor received additional information about the event. The patient race is white and the patient ethnicity is not hispanic/latino. On 26-oct-2021, mentor received additional information about the event: bilateral rupture was diagnosed via CT scan. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. During explantation surgery, it was observed that only the left breast prosthesis had ruptured. The right breast prosthesis was removed intact. This is the report for the patient¿s right breast prosthesis. Block b2 ¿is product problem¿ no longer applies to this event, nor does block h6 medical device problem code a0412 ¿material rupture¿. The patient¿s replacement breast prostheses are mentor memorygel breast implant 630cc gel breast prostheses. On 27-oct-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 445cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was confirmed via a CT scan. As a result, the patient underwent explantation and replacement with an unspecified mentor gel breast prosthesis on (B)(6) 2021.